Manufacturer narrative:
Bench repair evaluated the device and confirmed that the battery was not charging. Bench repair replaced battery to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
03aug2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device displayed battery failed error message. The customer reported there was no patient involvement at the time the issue was discovered.